Event description:
Discrepant results for leukocyte. Customer reports three urine samples reported negative for leukocytes. Further microscopic examination on the samples was positive for leukocytes. No report of injury with the event. Microscopic results were reported to the physician.

Manufacturer narrative:
Customer reports they use bleach to clean the tables after instrument testing. Customer was advised to clean the tables with liquid soap and water with a final rinse of dh20. Customer was advised that antibiotics may cause false negative results. Customer was further advised to review limitation section of the package insert. Customer was further advised to continue to monitor results. Customer reported that co-worker noted and confirmed that mot false neg leuk read by analyser were due to antibiotic interference.